Manufacturer narrative:
For the reported malfunction, the device was not returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced detachment of a filter limb. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient's weight was not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for detachment of a filter limb as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced detachment of a filter limb. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 31 year old female patient's weight was not provided.